Manufacturer narrative:
The reported event the tip of the device broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be broken off prior to a surgical procedure conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the tip of the device was found to be broken off prior to a surgical procedure conducted at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.